Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. Investigation of the returned complaint device was unable to confirm the presence of a leak. Device was leak tested per current accepted inspection procedure with no air bubbles observed escaping the device; device also leak tested by filling device with water and applying pressure to the shell with no evidence of water escaping device. No obstructions were observed in the injection port or drain port assembly. Magnetic injection site polarity for injection port and drain port were verified correct. Evidence suggests the device drain port was misidentified as the fill port in downstream handling. Devices are 100% leak tested prior to release, magnetic injection sites are 100% verified for correct polarity during incoming inspection, and locators are 100% verified for correct polarity during manufacture. A device presenting with a substantial leak such as described in (B)(4) would be identified and rejected in process. Product and document evaluation could not identify a leak, or any manufacturing causes for a leak in the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The tissue expander began leaking from the bottom as soon as it began to fill the first syringe. It did not finish emptying before leak was noticed. An additional device was required.